Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer touch screen was not working and required repair. It was noted that there was a damaged spot on the screen and the cursor jumped back to the damaged spot and was difficult to select. It was also noted that the programmer had an error when it was attempted to update the programmer software. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touch screen was not working and a software update was required. There was no patient involvement.